Event description:
Reporter indicated that a physician is having issues with the serial cord adaptor on his dell x5 handheld computer. Per reporter, the connection is not secure and they have to hold the cord in place in order to get the computer to work. All attempts for further information are pending. Product has been requested, but has not been returned to date.